Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl). The patient received a new personal diabetes manager (pdm) and was having issues setting up the pdm. The patient was attempting to connect an eros pod to the dash pdm but failed to do so because they are not compatible products. Treatment was provided at the ER for the hyperglycemia.